Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿no screen". The unit was triaged and the reported issue could not be confirmed at this time; the display lcd was legible but had a water mark in the back ground. The lcd was replaced. Unit was cleaned, repaired, tested and recertified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump had no screen. No patient was involved.